Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced missing door ,missing door latch, broken bezel harness wire, damaged bottom rear case, broken ail sensor housing, and corroded right iui. Lvp keypad recall completed. Based on the findings, service determined that the probable root cause of the reported issue was due to malfunction of the door assembly with key pad. A review of the device history record showed the device had a manufacture date of 05sep2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device "door is off-can't locate." There was no patient involvement.